Manufacturer narrative:
(B)(4). The root cause of the reported problem of 2240 alarm, air is currently being investigated through CAPA number (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and radiographs revealed tibial tray loosening. A revision procedure has not been reported to date.

Event description:
A customer contacted baxter technical service center to report a system error 2240 (air) during dwell 1 of 4 on the homechoice (hc). The homepatient (hp) stated unused line clamps were opened. The technical service representative (tsr) explained the set up and alarm to the homepatient (hp) and had them restart with new supplies. Follow up with the nurse revealed that she was not aware of the incident. The nurse stated that the patient was doing well with peritoneal dialysis treatments. The nurse confirmed there was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.